Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as visual examination concludes tasp exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post, all pieces returned. DHR was reviewed for deviations and / or anomalies with no relevant deviations / anomalies identified. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.